Manufacturer narrative:
Additional concomitant medical products: model: 72400024, batch/lot number: 0172015015; model: 72400024, batch/lot number: 0172015015.

Event description:
It was reported that the artificial urinary sphincter (aus) gradually stopped working approximately 10 months ago. The aus was explanted due to fluid loss. Following the explant, the physician identified a small hole in the aus cuff. Another aus device consisting of a cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: boston scientific has identified a duplicate reported event. This event was reported on manufacturer report number: 2183959-2018-60524.

Event description:
Boston scientific has identified a duplicate reported event. This event was reported on manufacturer report number: 2183959-2018-60524. It was reported that the artificial urinary sphincter (aus) gradually stopped working approximately 10 months ago. The aus was explanted due to fluid loss. Following the explant, the physician identified a small hole in the aus cuff. Another aus device consisting of a cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.